Manufacturer narrative:
A4-a6:unk. H6: patient-related-factor. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.50/2.0/027 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Lens dislocation and subluxation was observed. On (B)(6) 2023, the lens was repositioned. Lens repositioning did not resolve the problem. Cause of the event was a patient related factor. The device did not perform as intended. Reportedly, "icl moved from central area to the inferior part of the eye." The problem was not resolved.

Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).